Manufacturer narrative:
Investigation a review of the product did not find any unusual trend for the reported complaint category. Without a lot number, no further investigation can be conducted. Root cause: insufficient info source: email.

Event description:
Reports false positive flu b. No other information provided. Customer unresponsive to requests for information on lot number, number of false positive results, and additional information. No apparent adverse event.